Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which observed a disconnection at the level of luer lock. The reported condition was verified. The cause of the condition was due to defective raw material during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set was leaking. This was observed during priming. There was no patient involvement. No additional information is available.